Event description:
The end-user bought the device through a distributor, and states that all of its brakes do not work. The end-user had fallen and needed to get fourteen stitches in her head because of this problem. She is reported as having stopped and held the brakes, but the device wouldn't stop, and she fell. The event is reported as having occurred on a tile surface. The brakes on this device are reported as having been fixed three times. The device involved with this event was returned to compass health brands on 9/6/2017, and evaluated on 9/7/2017. The customer's complaint could be confirmed from a review of the returned device. The returned unit was found to have its left side brake cable frayed (standing from behind the unit). The frayed brake cable has resulted in the left side brake lever to not engage the wheel when depressed by the hand. The right side brake is fully functional, and in good working order. Again, the customer's complaint could be confirmed from a review of the returned device. The serial number label of this unit has been worn off & could not be read.